Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture (loc) with potential dislodgment. The lead did not have appeared to have moved, but the slack was gone. Subsequently, this lead was repositioned and successful capture was confirmed. This rv lead remains in service. No additional adverse patient effects were reported.